Manufacturer narrative:
On 05 apr 2018, the arjo representative was informed about the incident related to arjo maxi sky 600 ceiling lift which occurred in residence isatis de fonsegrives (france). As per customer's event description, the lifting strap unwinded unexpectedly and the patient fell on the floor. The involved patient sustained the head laceration which required stitching. The customer was visited by arjo representative. During interview, it was clarified that the unexpected unwind of the lifting strap occurred when the patient was being lowered to an armchair. In result, the patient fell on the armchair leading the device to tip over. When reviewing reportable complaints related to maxi sky 600 and similar ceiling lifts registered during last 5 year, we have found a limited number of reportable complaints related to the similar issue. Based on analysis previous incidents, the unexpected unwinding of the ceiling lift strap may occur when the lifting strap fully unwound from the transmission gear. It needs to be emphasized that, the transmission box is responsible for providing up/down movement of the lifting strap by activation of the gear movement. In case of any failure of this part during patient transfer, the device is equipped with a safety feature: automatic emergency brake that would engage and will stop a strap from unexpected unwinding. Therefore the fall will be automatically stopped by the safety feature incorporated into the device. During an inspection of the involved device performed by arjo representative, there was no failure identified that could have caused or contributed to the reported fall. The unexpected device behavior: unwinding of the ceiling lift strap could not be recreated. Using the device as per its intended use and according to instructions included in the instruction for use (IFU 001.14150.33.en rev. 8) should prevent an uncommanded unwinding of the lift strap. Sum up, while the incident occurred the device was being used for patient's handling. The root cause was impossible to define despite the analysis of all collected information. As per allegation reported the lifting strap was unwound from the transmission gear, so the maxi sky 600 ceiling lift was not up to the manufacturer's specification. The complaint decided to be reportable based on the actual outcome of the incident - the resident received serious injury.

Manufacturer narrative:
On 27-feb-2019 arjo was informed about the incident related to maxi sky 600 ceiling lift. It was reported that during the transfer, when the resident was just above the bed, the ceiling lift strap unrolled unexpectedly, bringing the patient down to the bed. No injury was sustained. When reviewing reportable complaints related to maxi sky 600 and similar ceiling lifts registered during the last 5 year, we have found a limited number of reportable complaints related to the issue of unexpected unwinding of the strap. Maxi sky 600 is a ceiling lift, a part of a whole patient lifting system, consisting of installation, housing, spreader bar and sling. This system enables safe and easy patient transfer and handling. The vertical transfer is possible by the ceiling lift strap, winded on the drum by the transmission gear inside the maxi sky 600 housing. Involved lift with model number ld10200 and serial number (B)(4) was manufactured on 2011-apr-27 by arjohuntleigh magog (canada). The device history record has been reviewed for this specific device and no anomalies during quality inspection gate were found. This ceiling lift was not under arjo service contract; it was serviced internally by the customer. The last maintenance was performed on 2016-aug-17. The customer was visited by arjo representative and detailed inspection of the involved device was performed, including full loading test and checking functionality of all the emergency features. No malfunction was found and the event could not be recreated. Based on previous incidents analysis, the unexpected unwinding of the ceiling lift strap may occur when the lifting strap fully unwound from the transmission gear. It needs to be emphasized that the transmission box is responsible for providing up/down movement of the lifting strap by activation of the gear movement. In case of any failure of this part during patient transfer, the device is equipped with a safety feature: automatic emergency brake that would engage and will stop a strap from unexpected unwinding. Therefore fall will be automatically stopped by the safety feature incorporated into the device. In the reported case, the distance of the fall could have been too small for the emergency brake to activate. During an inspection of the involved device performed by arjo representative, there was no failure identified that could have caused or contributed to the reported fall. The unexpected device behavior: unwinding of the ceiling lift strap could not be re-created. Using the device as per its intended use and according to instructions included in the instruction for use (IFU 001.14150.33.en rev. 8) should prevent an uncommanded unwinding of the lift strap. To sum up, while the incident occurred the device was being used for patient's handling. The root cause was impossible to define despite the analysis of all collected information. As per allegation reported the lifting strap was unwound from the transmission gear, so the maxi sky 600 ceiling lift was not up to the manufacturer's specification. No adverse event occurred.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2019 arjo was informed about the incident related to maxi sky 600 ceiling lift. It was reported that the strap unrolled unexpectedly during the resident's transfer. Fortunately, the resident was just above the bed when the fall occured and he did not sustain any injury.